Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported that the patient developed an infection at the lead incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The wound was surgically cleaned and antibiotics were given. There have been no reports of further complications regarding this event.